Manufacturer narrative:
Occupation: non-healthcare professional. (B)(4). Investigation - the following allegations have been investigated. Pulmonary embolism, fracture, thombosis/embolism, vena cava perforation, deep vein thrombosis, and bent. New pe as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: pulmonary embolism. Filter fracture has been reported and may be either symptomatic or asymptomatic. Fracture of a filter leg may be due to repetitive motion on a filter leg in an unusual, stressed position, such as a filter leg penetrating/perforating the ivc; or a filter leg being caught in a side branch (e.g., a renal vein). Other potential causes of filter fracture may include excessive force or manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Retrieval of a fractured filter or filter fragments (including embolized fragments) using endovascular techniques has been reported. Potential adverse events that may occur include, but are not limited to, the following: filter fracture, filter or filter fragment embolization, trauma to adjacent structures. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Unknown if the reported bent is directly related to the filter and unable to identify a corresponding failure mode at this point in time. A total of 10 devices were manufactured in the reported lot. To date, no other complaints have been reported against the lot. The associated work order was reviewed. No related/relevant notes were documented. The device is manufactured and inspected according to current controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
Patient allegedly received an implant on (B)(6) 2008 via right groin due to deep vein thrombosis with bleeding diathesis (per implant operative report). Patient alleges, perforation, dvt, thrombosis/embolism, pulmonary embolism, other dvt. Per a CT (computed tomography) scan of the abdomen and pelvis dated (B)(6) 2017 ¿since previous exam, infrarenal ivc filter is unchanged in position shows no significant tilt. The filter struts show ivc wall penetration greater than 5 mm, unchanged from the previous exam. The right lateral wall of the aorta is contacted by a couple of the struts. Ventral surface of the l3-4 disc and anterior aspect of the superior l4 vertebra are contacted by couple in the struts with subtle bony irregularity with sclerotic borders along the anterior aspect of the upper l4 vertebra unchanged since 2015. No strut fracture is seen. Couple of the posterior ivc struts appear bent. The superior limit of the ivc filter is at the level of the right renal vein and is just caudal to the level of the left renal vein. The ivc and common iliac arteries upstream to the ivc filter appears extremely small, unchanged from the previous exam.¿